Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened at the start of the coronary diagnosis procedure. The procedure was delayed <20 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was getting geometry module error and getting restart itself within 1-2 minutes. Fse checked the system and connected hospital network cable through network isolator. Fse observed the system band attended few procedures. After reconnection of network cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that the system was experiencing an intermittent geometry issue which resulted in the device restarting. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.